Manufacturer narrative:
A philips authorized service provider (asp) confirmed the reported problem. The device was not able to be started. The unit was repaired and returned to service with replacement of the motor control (mc) printed circuit board assembly (pcba). The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was an ovp(over voltage protection) power failure. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The investigation is ongoing.